Event description:
A nurse from the user facility reported the incision was widened during the procedure in which the intraocular lens (iol) delivery system was used.

Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Additional information has been requested.